Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of their implantable cardioverter defibrillator showed numerous mode switching episodes due to far-field over-sensing on the atrial channel. The patient was asymptomatic. Programming changes were made and the patient was stable throughout.